Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.

Event description:
It was reported that "it is alleged that, the incorrectly sized ball component dissociated from the trunnion, which required a revision".